Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. Concomitant medical products: attune ps fb insrt sz 8 8mm 151640808, lot: 417630.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Right attune total knee replacement revised to address pain and aseptic loosening of the tibial base plate. Revising surgeon indicated that while femur and patellar components were well-fixed, the tibial base plate was obviously loose. Stated that the cement mantle was entirely intact, and that there was no bonding of the cement to the tibial implant. Tibial base plate and insert were revised; femur and patella components were preserved. Depuy cement was used for primary surgery. Implants pg 11. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed 19 feb 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.